Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report was received from the united stated indicating that device has cord damage. It is known the device was used in surgery and there was no injury or medical intervention. There was no add'l info provided.